Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, although the root cause of the extended procedure and error code (er02) could not be determined, the likely causes of the error code (er02) are as follows: output was performed without saline solution. Output was performed without the electrode in the saline solution. A-cord (for output in saline solution) is not connected. A cord (for output in saline solution) is disconnected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure, this electrosurgical unit did not turn on. It presented an error message 02. As reported, the procedure should have taken fifteen (15) minutes but took one (1) hour and thirty (30) minutes to complete. The patient was under general anesthesia while the user tried to turn on the device. The procedure was completed using another device which took some time to turn on. There were no reports of patient or user harm associated with this event.